Manufacturer narrative:
It was reported that during an unidentified eye procedure, the owens & minor back table cover (btc) was identified to be linting. Reportedly, the btc material linted into a patient's eyes and the material was required to be retrieved. After multiple good-faith attempts, the reporting facility was unable or unwilling to provide additional patient, product, or procedural information to the pack manufacturer. No impact or adverse effect to a patient was originally reported to the pack manufacturer. No sample for evaluation was returned to the pack manufacturer. A root cause for the reported incident could not be determined. Due to the reported need for medical intervention to retrieve btc material from the patient's eyes, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the back table cover linted during an unidentified eye procedure.